Event description:
A pt reported they were unable to obtain blood glucose results on thier one touch ultra meter because their test strips allegedly were "smashed internally" upon delivery from fedex. Pt stated they lost 18lbs. And vomited 4 oz. Of blood. No comparison was made to any other device. Pt was not administered treatment. No further info has been reported.